Event description:
A (B)(6) was driving a motorized scooter on a sidewalk and then drove it on the grass, where he hit an object, causing the scooter to tip over and then land on top of him. The cause of death was ruled: "blunt force leg injury", with the manner of being "accidental".